Event description:
The manufacturer richard wolf gmbh has issued an advisory notice ((B)(4) / notification #: (B)(4) ) regarding flex. Grasp. Forceps not functioning properly. The users are having difficulty in opening and closing the graspers. In response to the notice, the customer stated they have 2 forceps that were out of use. The suspect device is flex. Grasp. Forceps 6.6fr wl 550mm, part ID: 8736.685, batch # 4500352416.